Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported output anomaly could not be determined.

Event description:
It was reported that no pacing, no sensing and high pacing impedance were noted immediately after the implant procedure. Device re-interrogation showed normal values but unacceptable shock impedance. An error message noting output circuit damage was seen with two different programmers. The lead was explanted and replaced. The physician still saw a problem and explanted and replaced the ICD. The patients condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.